Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (staphylococcus aureus) was misidentified as staphylococcus epidermidis. The user verified the final result with a reference laboratory. The user also noted a no identification failure with staphylococcus aureus. No health impact or consequence reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. E1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020321, k040099, k131331 and k250344. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: a complaint was reported for a results failure on a phoenix m50 instrument. The customer alleged that the instrument fails to identify bacteria in panel 601. The expected result was s. Aureus. A bd field service engineer (fse) was dispatched to the customer site. Upon arrival, the fse did not note any issue with the instrument. As a part of troubleshooting and to ensure customer satisfaction, the fse did a thorough cleaning of the optical system, performed an optical calibration, and an optical alignment. While these verifications were being done, the fse noticed the drive belt was slightly worn so they replaced the belt as a precaution. The instrument continues to operate as intended. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. No parts were replaced as a part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was completed and revealed no prior cases with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirms there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system a patient isolate (staphylococcus aureus) was misidentified as staphylococcus epidermidis. The user verified the final result with a reference laboratory. The user also noted a no identification failure with staphylococcus aureus. No health impact or consequence reported.